Event description:
Customer reported that the large access panel has teeth that do not connect when an attempt is made to close the zippers. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4): eval: results: inspection of the returned product shows the pt access panel side a window zipper slider body is open. Also there is broken stitches on the tape zipper. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).